Event description:
(B)(6) administrator reported on behalf of consultant: the tip of the forceps broke during a clavicle reduction procedure. The broken tip fell to the floor, and was discarded by the circulating nurse since it was then contaminated. The surgeon was able to complete the procedure with another pair of forceps without any adverse effect to the patient. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 07/28/2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection revealed one of the tips was broken and the piece was not returned. The manufacturing evaluation determined the points of the teeth on both serrated jaws were mashed down and splayed outward from use. The forceps still actuated as designed and the locking mechanism worked well. The device is over 17 years old and shows signs of extensive use. There are no indications of any manufacturing or design related issues. The investigation determined this complaint was invalid.